Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred and that the pump shut down unexpectedly. There was no impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.